Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s alert volume was perceived as too quiet, and the patient at times could not recognize low reservoir or alert notifications; education was provided on using the bionic circle and dexcom g7 apps for louder notifications. Symptoms included no reported injury or adverse physiological effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included complaint intake review and user education on alarm and notification pathways. Investigation of this case revealed user dissatisfaction with alarm loudness and customization, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user perception of alarm audibility and expected device performance within current design specifications.